Event description:
This particular case involved a revision of a b/f hemi which was implanted in (B) (6) 2002. The patient presented with pain and loss of function, so the implants listed above were removed and the patient was revised.

Manufacturer narrative:
(B) (4). Evaluation summary: the reason for the revision does not appear to be due to the failure of the implants listed in this complaint. The devices remained implanted for over seven years. No product or x-rays were provided. An exact cause cannot be determined with certainty. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.